Event description:
Caller reported an aviva system blood glucose result of 59 mg/dl at 2:59am. Customer had symptoms of low blood sugar; he was sweaty, weak, dizzy and tired. Customer had several glasses of orange juice and roll with jelly. Same system retest at 3:11am was hi, which on the system indicates a result in excess of 600 mg/dl. Customer had no symptoms of high blood sugar. Same system retest at 3:12am was 96 mg/dl. Customer thought he was still having symptoms of low blood sugar, he was weak, tired and sweaty. Same system retest at 3:53am was 82 mg/dl. Customer was still having symptoms of low blood sugar, weak, tired, and sweaty. Same system retest at 3:56am was 157 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.